Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine follow-up there were episodes of post-paced t-wave oversensing noted on the device. No intervention performed yet and the patient was in stable condition.